Event description:
The customer reported that he activated the device on the morning of (B)(6) 2012. He reported the following blood glucose history for (B)(6) (no insulin dosage info was provided): time: 2:07 am, bg (mg/dl): 447; 7:46 am, 358; 9:14 am, 328; 10:46 am, 379; 12:50 pm, 258; 1:59 pm, 109; 4:48 pm, 247; 7:20 pm, 410; 9:02 pm, 235. He then deactivated the device and observed that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results on or above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."